Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the shield on the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder broke off at the hinge before use when preparing to use it. The following information was provided by the initial reporter: "customer had the shield break off when getting ready to use. It broke off at the hinge".

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that the shield on the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder broke off at the hinge before use when preparing to use it. The following information was provided by the initial reporter: "customer had the shield break off when getting ready to use. It broke off at the hinge"